Event description:
During an urgent left heart catheterization, while advancing an endeavor 2.5 x 18 mm drug-eluting stent in order to re-stent the distal segment, while advancing the stent at the proximal to mid junction of this artery, it appeared that the stent became unsheathed from the delivery of the balloon... Multiple angiographic images and inspection of the guiding catheter confirmed the un-deployed stent position at the acute angle in the junction of the proximal and mid rca without flow limitation. We were unable to advance the initial delivery balloon inside the endeployed stent due to heavy calcification and loss of guide position... A newly deployed stent effectively "pinned" and covered the undeployed endeavor stent against the vessel wall behind the struts... Following the procedure there was documented acceptable angiographic results with timi-iii distal flow, and resolution of chest pain and st segment elevation.